Event description:
Philips received a complaint on the esprit ventilator v1000 indicating that there was a pressure valve failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated by the biomedical engineer (bme) that the service of the device was pending a quote. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the bme received on 05nov2024, it was stated that the issue with the pressure valve was that it was stuck open. The device failed a self-test and pre-use check. The service of the device is still pending a quote. This investigation is ongoing.

Manufacturer narrative:
In a gfe response from the bme received on 12dec2024, it was stated that the device had been evaluated by a 3rd party servicing vendor, and the device was deemed to be unrepairable. It was decided to retire the device due to the device being unrepairable and end of life (eol). No further service was performed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.